Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported a power on reset (por) and therapy had stopped. It was stated the patient had a sudden return of symptoms due to the stimulation turning off because of the por. It was further reported by the manufacturer representative that the patient went to the emergency room (ER) because they were told to follow-up with the hcp. It was noted that the manufacturer representative was sending the nurse down to the ER to interrogate the implantable neurostimulator (ins). It was noted the symptoms were getting worse. Additional information received from the hcp reported a warning por was seen on the patient programmer and stimulation was turned off. The por code on the clinician programmer was (B)(4). The hcp was able to clear the por message and checked impedances which were all in normal range. The patient's stimulation was turned back and within a few minutes, the patient indicated they were feeling much better. It was noted the ins was 50% charged, and patient had good therapy response up until today, (B)(6) 2016 when the por occurred. It was stated the patient had a chest x-ray on (B)(6) 2016 for some spasms they were having in their chest/lung area. It sounded like they scanned the thoracic/abdomen area. The ins affected was in the left chest and the ins in the right abdomen was fine with no issues. Indication for use was dystonia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.